Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station remained offline in healthsight viewer (hsv0 and out of synchronization despite database size checks shown sufficient space in the dsclientoltp database, prompting further investigation after customer reports of fatal errors and inability to manually add patients. A field service engineer (fse) found c: partition full causing remote access issue and freed up 16 gigabytes of space. Then the fse verified the remote access. Further the technical support specialist (tss) reviewed data synchronization debug logs, which showed no pending or stalled change tracking activity, confirming that data synchronization processes were running normally at the application level. The station database was backed up successfully in with knowledge article (ka) "how to create a station database backup", ensuring data integrity prior to further actions. Synchronization status for the affected station was then validated on the application server under synchronization information, confirming recent communication timestamps. Then the ka "how to: extract missing transactions from an es device" was used to extract and analyze potential missing transactions from the server using the identified time range, device name, and facility parameters; the results confirmed that no transactions were missing or pending on the server. A full station synchronization was performed without dropping the database, allowing configuration and operational data to realign without data loss. Post-synchronization, autologin was reset to carefusion application, and the station was rebooted to ensure all configuration changes were fully applied. Final verification on the server confirmed updated synchronization timestamps for the station, and the customer confirmed that the station was fully operational, online in hsv, and functioning as expected. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the database was out of synchronization and had fatal error message. There were no delay, no adverse events or injuries reported based on this event.